Event description:
It was reported that the patient presented with low back pain and a history of nerve blocks. An MRI of the lumbar spine demonstrated 'a right greater than left disc protrusion at l5-s1 with impingement upon the right s1 nerve root with asymmetric facet hypertrophy, short pedicles and a disc bulge associated with moderately severe right neural foraminal stenosis and mild left neural foraminal stenosis at l5-s1. Disc bulge with facet hypertrophy at l4-l5 associated with mild bilateral neural foraminal stenosis. Disc bulge with facet hypertrophy at l3-l4 associated with mild bilateral neural foraminal stenosis. Incidental small hemangioma within the body of t12 on the right.' The patient underwent surgery to treat spondylolisthesis, herniated disc and spinal stenosis at l5-s1. The patient had laminectomy and foraminotomy at l5-s1 and a posterior lateral interbody fusion using posterior instrumentation, an interbody device and rhbmp-2/acs. The bmp was packed into the interbody device. No complications were noted. At 639 days post-op, the patient underwent lumbar facet injections at l4-5 and l5-s1. No complications were noted. At 663 days post-op, the patient presented for consultation due to low back pain, and right foot drop developed after the surgery. Physical therapy was recommended. At 680 days post-op, per the physician's notes, the patient reported that he was 'unable to start therapy now because of 'problems with my back ' swollen and infected' and that the patient 'is awaiting results from the surgeon.' At 728 days post-op, the patient underwent a revision surgery to treat radiculitis, lumbar stenosis and painful instrumentation. The surgery consisted of hardware removal, discectomy, decompression and posterolateral arthrodesis at l5-s1. Per the operative notes, 'all nerve roots were well decompressed. The dura was mobilized. There was a significant amount of osteophyte formation, as well as adhesions' discectomy was performed, as well as the interbody prosthesis was removed. At completion all nerve roots were well decompressed. The posterior and lateral gutters were decorticated down to punctate bleeding bone, backed with autogenous bone [rhbmp-2/acs] and connectors were then placed onto the pedicle screws.' No complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly the patient developed "significant pain, and it has seriously limited [the patient's] physical movement."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: 2005 and/or 2007. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).